Event description:
Fail code 810:04. Info was not provided regarding whether or not the failure occurred during an infusion. Although attempts were made by baxter, details were not available regarding additional contact info, patient demographics, medication involved, or pump programming. The hosp rep stated that there have been no reports any patient incident involving this pump since the last baxter service event.